Event description:
Boston scientific received information that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed pacing impedance measurements greater than 2,000 ohms in every configuration involving the lead tip; measurements were normal in configurations involving the lead ring. Over four years later the lv pacing impedance measurement continued to be greater than 2,000 ohms in lv ring to rv configuration. When testing in all other vectors, either no capture or intermittent capture was observed. The physician elected to program the lv lead off. Approximately three weeks later the lv lead was surgically abandoned and the crt-d was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.